Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks and anti-tachycardia pacing (atp) while the patient experienced an atrial arrhythmia. Technical services (ts) was consulted and determined that a rapid ventricular response with an atrial fibrillation occurred and that the rhythm was converted upon therapy being delivered. Ts also noted that the ICD switched from ddd mode to aai during this time but was functioning as programmed otherwise. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient is having medication adjusted and their ventricular tachycardia zone was adjusted to 200 beats per minute. No adverse patient effects were reported. This ICD remains in service.